Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the user reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to next level support for additional review. During review, it was observed that the symptoms were consistent with situations where estimated values provided by the app were entered as calibrations rather than true bg values. The user was advised that they should never enter anything other than a true bg meter value, from a finger stick, when calibrating. Entering an "estimated" value or using a value from the eversense cgm or another cgm, can disrupt the calibration and lead to significant deviations in the sensor readings. Customer was contacted to provide the escalation response. However, no further actions were possible for this complaint as the user stopped responding to the communications from customer care.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.customer care made multiple attempts to contact the user to provide further assistance, but no response was received.